Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause is unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: angulation in the up direction is out of standards due to the worn angle-wire, universal cord is corrugated, connecting tube is dented, acoustic lens is broken, the aspiration quantity is out of specifications due to the broken channel tube, waterproof failure due to the broken channel tube, the image has black scratch due to the broken charged coupled device unit, bending section adhesive is broken, electrical connector is corroded, and the coating on the universal cord is peeled off. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera ultrasonic bronchofibervideoscope had leakage from the suction channel during preparation for use for a diagnostic procedure. The procedure was completed using a similar device. During inspection and evaluation, the coating on the connecting tube peeled off. (Over 1mm2) there was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.